Manufacturer narrative:
This report is submitted on june 28, 2021.

Event description:
Per the clinic, the patient was hospitalised for the device to be explanted on (B)(6) 2021, due to infection and a magnet displacement caused by a hair clipper. The patient was reimplanted with a new device on the contralateral ear.